Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on display window, scratched case, scratched reservoir tube window, cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called stating the esc and act button on her daughter's insulin pump are not working. Customer's blood glucose level is 111 mg/dl. Customer also said the up and down buttons had intermittent responses. The esc and act buttons are worse than the other ones. Customer did not have her waistband, so she had attached the device to her bra. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.